Manufacturer narrative:
"Reported event: mps reported post case failure. Robot failed after a case. Robot failed after a case. Reported fault: communication error. Failed combined accuracy check and brake check. Device evaluation and results: per (B)(4) - cleaned all fiber optic cables. Removed covers on j5 and noticed that the cable had loosened and slipped into the j5 pulley slit. Loosened j5 cable slightly and re-positioned as per (B)(4). Performed manual and auto propagation followed by a full transmission check which failed. Tightened j5 cable, transmission check repeated: pass re-positioned covers number of time on j1 and repeated the test - still failing. Returned to site to resolve j1 friction failure. Robot tested in a different theater. Found j1 and j3 to be different from the previous day. The j3 affected a lot by j1 during repeated transmission tests. Slightly loosened j1 cables which improved j3 transmission test results. In addition, loosening j1 resulted in lowered friction at j1. No new parts used. Device history review: a review of device history records shows that on 03/02/16 1 was/were inspected and no data device was/were placed on (B)(4) revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: all tests passed. Electrical safety test performed: pass attached screenshots and (B)(4). The robot is ready for clinical use. No parts used. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Event description:
(B)(4) - mps (B)(6) reported post case failure. Robot failed after a case. Robot failed after a case. Reported fault: communication error. Failed combined accuracy check and brake check. Device removed from service. Cleaned all fiber optic cables. Removed covers on j5 and noticed that the cable had loosened and slipped into the j5 pulley slit. Loosened j5 cable slightly and re-positioned as per (B)(4). Performed manual and auto propagation followed by a full transmission check which failed. Tightened j5 cable, transmission check repeated: pass re-positioned covers number of time on j1 and repeated the test - still failing. Returned to site to resolve j1 friction failure. Robot tested in a different theater. Found j1 and j3 to be different from the previous day. The j3 affected a lot by j1 during repeated transmission tests. Slightly loosened j1 cables which improved j3 transmission test results. In addition, loosening j1resulted in lowered friction at j1. No new parts used. Case type: mako tha. Surgical delay: > 30mins.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Gsp 150067: rob412 - mps avnish sekhon reported post case failure. Robot failed after a case. Robot failed after a case. Reported fault: 1. Communication error, 2. Failed combined accuracy check and brake check. Device removed from service. Cleaned all fiber optic cables. Removed covers on j5 and noticed that the cable had loosened and slipped into the j5 pulley slit. Loosened j5 cable slightly and re-positioned as per d04484. Performed manual and auto propagation followed by a full transmission check which failed. Tightened j5 cable, transmission check repeated: pass. Re-positioned covers number of time on j1 and repeated the test - still failing. Returned to site to resolve j1 friction failure. Robot tested in a different theater. Found j1 and j3 to be different from the previous day. The j3 affected a lot by j1 during repeated transmission tests. Slightly loosened j1 cables which improved j3 transmission test results. In addition, loosening j1resulted in lowered friction at j1. No new parts used. Case type: mako tha. Surgical delay: > 30mins.